Event description:
Initially the customer discontinued use of the device for automated peritoneal dialysis therapy and returned it to baxter as the patient had expired on (B)(6)2010. During the device evaluation by the baxter product analysis lab (pal) review of the device logs data was performed for the most recent therapies completed by the patient. Review of the device logs revealed an increased intraperitoneal volume (iipv) had occurred on (B)(6)2010 during cycle 1 when the device user drained out 4,148 ml, which was 1648 ml greater than the largest prescribed fill volume of 2500 ml. Return of the device for rite testing and patient expiration is addressed (B)(4). This complaint will address the event of iipv. There is no information to indicate that the device caused or contributed to a serious injury or the later death, but baxter has not completed an investigation that has ruled out any contribution. This event will be reported as a serious injury/malfunction and a supplement will be submitted is additional information becomes available.

Manufacturer narrative:
(B)(4)device was returned but not yet evaluated for event of increased intraperitoneal volume. Upon receipt of the results of evaluation, a follow up report will be sent.

Manufacturer narrative:
(B)(4). The event date for the iipv was identified as (B)(6) 2010. The device was returned to the baxter product analysis lab and evaluated. Evaluation results indicate: the customer discontinued use of the device for automated peritoneal dialysis therapy and returned it for evaluation. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. Review of the returned device logs, which contained data from the most recent therapies performed by the customer, revealed the last therapies performed using the device occurred (B)(6) 2010 ending (B)(6) 2010 and were all successfully completed. Continued review of the device logs revealed an increased intraperitoneal volume (iipv) had occurred on (B)(6) 2010 during cycle 1 when the device user drained out 4,148 ml, which was 1648 ml greater than the largest prescribed fill volume of 2500 ml. Review of the previous service record from (B)(6) 2010 revealed no issues that may have caused or contributed to the reported incident. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the patient passing away. The assignable cause of the reported incident was undetermined. The assignable cause of the additional difficulty of an iipv was determined to be: insufficient drain, false empty detect and use error. The initial drain alarm setting inappropriately programmed. (B)(6) is open for iipv.

Manufacturer narrative:
(B)(4).